Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump¿s black box revealed multiple unexpected pump reboots. There was no battery cap returned and a test battery cap was able to fit securely. The pump had auditory and vibration, but kept rebooting upon start up. The power supply revealed a 7a idle current. The pump¿s cover was removed and the display screen boost regulator cap was found to be detached and causing a short u12 motor boost regulator. A loose component failure was concluded. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.